Event description:
It was reported that the pt's ipg lost communication with the charger. The sales representative sent the pt 3 chargers but none could establish communication with the device. An x-ray was taken and did not reveal any anomalies. The pt has not had an MRI or any other medical tests. It is currently unk what the next course of action will be.

Manufacturer narrative:
The lot number is unk. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.